Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits met specifications prior to release to distribution. The customer reported for missing high and low glucose alarms. Sensor was inserted in the simvivo test fixture. The app was downloaded and initial app setup was completed. The sensor was scanned and few minutes warm-up observed. ¿high glucose alarm¿ and ¿low glucose alarm¿ features was enabled in the app and set high glucose alarm threshold to lowest and low glucose alarm threshold to highest glucose value. Nano amps was adjusted and low glucose alarm was triggered. Alarms functioned as intended. Attempted to replicate customer complaint using similar configuration. However, the reported issue could not be replicated and the system functioned as intended under the tested conditions. Based on the customer¿s reported application, potential causes and device history were also examined, but no issues were identified during replication that could have led to the reported issue. Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. The sensor was found to be in state 5 (indicating normal termination). Sensor state 5 with event logs 3 and 4 are an indication of normal termination of the sensor without any error. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The sensor was activated with a known good reader. Signal and sound icons were shown as activated. Waited few minutes to ensure that there was no disruption in the ble (bluetooth) connection between the devices. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Reader was connected the reader to software nd isf (interstitial fluid) command was sent. First 5 ble (bluetooth low energy) packets were successfully received. The blc count and rssi (received signal strength indicator) were present for all packets. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with a samsung galaxy a15 with android operating system version 14 with software version 2.12.0.11314. The low and high glucose alarms did not sound and the customer was not alerted of changes in glucose level. As a result, the customer experienced sweating and a seizure, but was able to self-treat with oral glucose. There was no third-party treatment reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with a samsung galaxy a15, android operating system version 14. The low and high glucose alarms did not sound and the customer was not alerted of changes in glucose level. As a result, the customer experienced sweating and a seizure, but was able to self-treat with oral glucose. There was no third-party treatment reported. There was no report of death or permanent impairment associated with this event.